Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion. The stent was implanted and no difficulties were reported when delivering and deploying the stent at the lesion site. During removal of the delivery system, the tip got caught on the stent. The physician was unable to post dilate with the delivery system and a coronary balloon was used to complete the case. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results - (root cause undetermined limited information available/device not received). (Device not available for evaluation).